Event description:
It was reported that revision surgery was performed in (B)(6) 2012. The devices were implanted in 2005. Elevated cobalt and chromium levels, metallosis, pain and discomfort reported. After one year of implantation the devices began to pop and click.